Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The report that the device is nearing eol and had displayed ¿replace generator soon¿ image was confirmed. Analysis of the returned ipg found the device had declared elective replacement indication (eri) and end of life (eol). A longevity calculation and analysis confirmed the device had normal battery depletion. Hence, this event no longer meets the reportability criteria.

Event description:
It was reported that the patient received the elective replacement indication. It is unknown if this occurred prematurely. As a result, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.